Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that sensing on the lead had decreased from 2mv to 1.4mv and recently to 0.5mv. The lead was explanted and replaced. No patient complications have been reported as a result of this event.